Event description:
During service evaluation of a (B)(6) male pt's electrode belt which was returned after the pt had passed, a reportable problem was found. The electrode belt had a damaged cable. Bystanders reported that the device prompted to administer CPR.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the distribution node (dn) and ECG electrode b was cut and missing. The cause of the damaged cannot be positively identified but the damage likely occurred during resuscitation efforts, as bystanders reported that the device prompted to administer CPR. No adverse event resulted from the damaged cable and wire. The pt did not require a replacement electrode belt.